Event description:
After working normally for 10 days, my freestyle libre 3 sensor serial number (B)(6) suddenly jumped more than 100 points on (B)(6)2024 at 9:30 am and stayed high. I was out of the country and did not have my finger prick reader with me to confirm if the readings were valid. When I returned, I compared the sensor readings to my finger prick reader and the freestyle libre 3 sensor was much higher. I changed to a new sensor on (B)(6)2024 and the new sensor read in the normal range and agreed with my finger prick reader. My doctor informed me that my sensor was faulty. There is no physical damage to the sensor. No abnormal use. This sensor serial number is not part of the lot of their recall. I have type 2 diabetes so I did not use this information to make a choice about insulin injection. However, I did use it to make my eating decisions to try and get my blood sugar numbers lower.